Event description:
As reported (B)(6) 2012, a patient of unknown gender and age presented for an angiographic procedure. During preparation for the procedure the device was reportedly dropped of the table. When retrieving it, the technician noticed the catheter was elongated. The device was put aside and a new of the same device was used for the procedure. As the device never came into contact with the patient, there was no harm or injury due to this reported complaint description. The reported device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for revaluation was one 5f 65cm .038" catheter. A visual examination of the catheter noted that the catheter tip material showed signs of being stretched. No embrittlement of the tip material was noted. Leak testing and measurements done on the returned sample met specifications. A stock guidewire was advanced through the catheter but could not be advanced through the elongated tip. The customer's reported complaint description has been confirmed. Although the complaint description has been confirmed, the root cause cannot be determined. The most likely root cause of the reported complaint description is that the catheter was damaged after being dropped. During the manufacturing process, catheters received a 100% guidewire inspection in which a guidewire is advanced through the catheter to test for blockages. Any blockages is considered to be a defect. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).